Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06270 addresses the other device. It was reported to boston scientific corporation that an extractor rx retrieval balloon and a dreamtome sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (70+ year old male; weight unknown). According to the complainant, during the procedure the balloon ruptured during stone extraction with multiple stones. No part of the balloon came off in the patient. The sphincterotome was used and worked well however the guidewire coating stripped off outside the patient. The case was completed with another dreamtome sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The dreamtome was not returned, only the preloaded guidewire from the dreamtome was received for analysis. The urethane tip section was examined and noted to be intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. During examination of the entire length of teflon sleeve (ptfe sheath ), there was noted damaged which thereby exposed the core wire between approx 155 cm and 161.5 cm proximal from distal tip section. Further examination found the ptfe coating surface had several dissipated sections, indicating it had come into contact with a heated object. Except where noted, the specimen appears visually correct. The incident device does not present any indication of manufacturing defect or anomaly. The condition of the returned unit was consistent with the complaint incident that the coating on the guidewire was stripped. However, upon closer examination, the ptfe jacket surface appears to have come into contact with a heated object. Therefore, the most probable root cause is interaction with another device. A labeling review found that the potential for this risk to occur is noted. The directions for use (dfu) state that "if the guide wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase until acceptable cutting effect is achieved." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06270 addresses the other device. It was reported to boston scientific corporation that an extractor rx retrieval balloon and a dreamtome sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (70+ year old). According to the complainant, during the procedure, the balloon ruptured during stone extraction with multiple stones. No part of the balloon came off in the patient. The sphincterotome was used and worked well, however, the guidewire coating stripped off outside the patient. The case was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.